Event description:
The complainant reported that they encountered delivery issues during placement of impella 5.5. The impella was opened, primed and torque was removed. The impella was advanced over the guidewire, however, it routed down descending aorta. It was thought that the wire prolapsed out of the ventricle/ attempts to re-cross using an echocardiogram and wireless delivery were both unsuccessful. The impella was able to be advanced using x-ray guidance. However, the patient had significant septal hypertrophy obstructing proper impella placement. As a result of the patient's anatomy, the case was aborted.

Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected implant/explant date. Investigation summary: no product was returned. Unable to place or position (positioning issue): the cause of positioning issue was most likely patient condition related as the patient had significant septal hypertrophy and difficult anatomy preventing successful delivery of impella. Device history lot: device lot: 1951080. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.